Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for investigation finding: side car- rx pushback. A visual examination of the returned device found residue present indicating use or handling. The basket was found to be extended. The side car-rx was found to present pushback out of specification. The side car was also torn. A functional evaluation revealed that the basket could be extended and retracted. Resistance was noted due to the residue inside the device. The basket wires were found to be properly formed and evenly spaced. Water was injected into the device while the basket was extended and no signs of leaking were noted. Following detailed analysis found the complaint device was not consistent with the reported event of catheter leak. However; further evaluation revealed the side car ¿rx to be torn and presented a pushback. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct (cbd) during an stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, on the first pass, the stone was captured inside the basket and was successfully removed and release outside of the patient¿s bile duct. The device was reinserted into the common bile duct however, when contrast was injected, the contrast leaked from the distal tip of the catheter. The device was removed and the procedure was completed with a different device. Reportedly, there was no visible damage with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.